Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There were no anomalies found. The analyst noted that the returned device indicated a loose/detached set screw.

Event description:
It was reported that during an implant procedure of an implantable cardioverter defibrillator (ICD) the wrench would go in hole of the header, but could not engage set screw. The device was not used and new device was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.